Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation. One event was duplicated during testing. One event was not duplicated during testing; however, the device was outside of specifications. One device was found to be affected by debris. One device was found to be affected by debris and compromised lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had reportedly overheated. One reported event had patient involvement; no patient impact. One reported event had no patient involvement; no patient impact.